Event description:
During a supraventricular tachycardia (svt) procedure, it was reported that when customer was pacing through port quad a, port quad b was also pacing. Customer stated the stimulator and ep recorder are set up correctly. Customer declined further troubleshooting. Additional information provided stated the reason for pacing was for basic ep study.

Manufacturer narrative:
(B)(4).